Event description:
It was reported that during a thyroidectomy, a white flaky substance was noticed to be coming off the end of the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.